Event description:
It was reported that prior to a stenting treatment procedure, stent damage occurred. The physician noted that during unpacking of the promus element plus stent that the stent was deformed. As there was no contact with the patient, no complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination of the crimped stent found the stent was damaged at the proximal end. The proximal portion of the stent was severely bunched distally towards the mid-section of the balloon. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the hypotube shaft profile or shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that prior to a stenting treatment procedure, stent damage occurred. The physician noted that during unpacking of the promus element plus stent that the stent was deformed. As there was no contact with the patient, no complications were reported.